Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Reportedly, the shutdown caused the customer to go to the emergency room. Multiple follow-up attempts were made by tandem technical support to gather additional information; however, the customer did not respond. No additional information was known or reported.